Event description:
(Reference MFR report #'s 9612164-2012-00199, 9612164-2012-00200, 9612164-2012-00201, 9612164-2012-00202, 9612164-2012-00203 and 961 2164-2012-00231).

Manufacturer narrative:
(B)(4).

Event description:
Four endeavor sprint over the wire (otw) drug eluting stents were implanted in the prox rca. During a staged procedure approximately 1 month later; an endeavor sprint otw stent was implanted in the prox lcx. At the 3, 6 and 9 month follow ups the patient's angina status was reported as class I as per (B)(6) of angina. Approximately 9 months post the index procedure the patient underwent a revascularization due to angina and 4 other brand stents were implanted in the cx and the rca. It is reported that 2 days later the patient suffered an mi. A pci revascularization was carried out 3 days later during which an endeavor otw stent was implanted in the left cx and a non-medtronic stent was implanted in the 1st om. The following week the patient suffered a second mi, a revascularization was carried out during which an endeavor otw stent was implanted in the left cx, and a non-medtronic stent was implanted in the left main and in the lad. Approximately 10 months post the index procedure due to coronary artery disease a balloon only revascularization of the lad and the cx was carried out. The investigator has indicated the events were not related to the study device. (Reference MFR report #'s 9612164-2012-00199, 9612164-2012-00200, 9612164-2012-00201, 9612164-20 12-00202, 9612164-2012-00203 and 9612164-2012-00230).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infraction and revascularization). (B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (stent thrombosis). (B)(4).

Event description:
Clinical evaluation committee (cec) have adjudicate that a stent thrombosis occurred approximately 9 months post the index procedure, on the same day as the second myocardial infarction previously reported.